Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Additionally, the device and lead exhibited oversensing of noise resulting in storage of a signal artifact monitor (sam) episode. The noise was felt to be consistent with myopotentials. Noise was able to be reproduced with arm movements. Technical services (ts) discussed potential causes and troubleshooting options. The name of the health care professional (hcp) was requested by ts, however, was unable to be obtained during the call. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.